Event description:
We received an e-mail from the sales rep who stated, we broke a screw driver (hcs-056-25) on (B)(6), during a case.

Manufacturer narrative:
Result - we confirmed the driver tip was broken per the field report. Conclusion - we concluded that the failure was metal fatigue, via testing of four parts from the same lot.